Event description:
It has been reported to philips that the allura xper fd20 intermittently failed to bootup. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use when the event occurred. The philips field service engineer (fse) inspected the system onsite and found that while restarting the system it was not booting. As part of troubleshooting actions, fse was loading the bios, but the system got stuck with philips logo. Also, fse reset all the connections in host pc and replaced the bios battery and try to reload the ghost, but the problem remains same. The fse identified that the host pc was defective. The fse replaced the host pc, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.